Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a posterior cervical fusion, a single piece of the tip of the bur broke and a small part remained inside the cervical bone of the patient. The hcp tried to retrieve the tip of the tool via a hemilaminectomy, but it was impossible. The hcp confirmed there was a delay in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed that the patient was okay after the surgery and there were no issues. The tip of the tool is ferromagnetic, it will not be possible to do resonance with the patient again.